Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been two other complaints reported. Complaints are not similar. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, the fiber that holds to the bottom of the lens after implantation was difficult to aspirate/remove. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
The used complaint company cartridges for lot #15084766 were not returned. Thirty-three unopened company were returned in three 10-count cartons (2-opened; 1 unopened). One unopened company cartridge was pulled from each returned carton. The three returned unused company cartridges were evaluated. The company cartridges were opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge lumens. All three company cartridges were functionally tested per the direction for use (dfu). No lens or cartridge damage was observed after the lens deliveries. No foreign material was observed. The company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens model/diopter, handpiece and viscoelastic being used were not provided. It is unknown if a qualified combination was used. The root cause for the reported complaint could not be determined. The used company cartridge complaint samples were not returned. No determination can be made without physical evaluation of the complaint sample. Three of the unopened company cartridges returned for the reported lot were evaluated. No foreign material was observed. Functional and dye stain testing was conducted with the unopened samples with acceptable results. No foreign material was observed after the functional testing. It is unknown if a qualified lens model/diopter, handpiece and viscoelastic were used. Per the IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).